Event description:
New flexi-seal (lot #24fm0621) not working. The tube connecting to the bag is leaking with both my patients. It is not flushing and creating a bubble in the tube. Flexi-seal is leaking around the balloon and continuous to leak. I noticed this new ones are extra sticky, and its more difficult to inflate and flush. I placed a new flexi-seal in a patient and still had the same issues.